Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
On (B)(6) 2010 the patient underwent the following procedures. Posterolateral spinal fusion l4-5. 2. Transforaminal lumbar interbody fusion l4-5. Pedicle screws and rotation l4-5. Laminectomy and medial facetectomy l4-5. Cage instrumentation l4-5. Right iliac crest bone graft. Preoperative diagnosis: recurrent disc herniation x3 l4-5 on the left. As per op-notes: "the iliac crest autograft was packed into the center of the disc space. The corresponding cage was filled with one-eighth of a large rhbmp-2 kit and this was impacted so it was well centered in both ap and lateral planes. This completed the tlif and cage instrumentation. Forty mm length prebent rods were placed in the polyaxial heads of the pedicle screws. The wilson frame was lowered and cap screws were used to affix the rods to the screws. The wilson frame was lowered and compression applied across the construct to restore segmental lordosis. The heads of the cap screws were then sheared off. This completed the pedicle screw instrumentation. We then performed a posterolateral arthrodesis. We decorticated the transverse processes of l4 arid ls bilaterally. The remaining rhbmp-2 was packed over the decorticating posterior elements along with remaining iliac crest autograft, local bone and 10 ml of bone graft matrix. This completed the posterolateral arthrodesis." Patient alleges unspecified injury due to the use of rhbmp-2.